Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated for the peritonitis with an unspecified infusion. It was reported that during treatment, the patient was on both peritoneal dialysis and hemodialysis therapies. It was not reported whether the patient recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Report received from a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.